Manufacturer narrative:
Rasps need to be replaced as soon as they become dull/worn/damaged. This can be verified by visually inspecting them or if the rasp does not advance when struck by mallet. The end of life is normally determined by wear and damage due to use. However, there is no other specific way to determine how many surgeries a rasp will last before being replaced. There is also no specific method to check the sharpness other than visual inspection and intra-operative feedback. This is to mention here that longevity of the cutting edges depends on how the device is used, maintenance of the device, handling of the device during reprocessing, etc. No definitive cause analysis can be performed with the information provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon has had an unknown number of stems that sit proud compared to the trials.